Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 407652 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that during a follow-up visit the patient complained of chest discomfort. It was also reported that the right ventricular (rv) lead had high thresholds due to a dislodgment. The rv lead was removed, the atrial port was plugged and the device was programmed to aai. No further patient complications have been reported as a result of this event.